Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. It was reported that the patient had septic shock with a suspected cause of community acquired pneumonia and adrenal insufficiency. The patient was treated with oral and intravenous medication. All available information indicates that the product was abandoned surgically.